Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving and unknown medication via an implantable pump. Indications for pump use included spinal pain. Medical history was unknown and concomitant medications were unable to be obtained. On (B)(6) 2016, the patient was seen by their physician, the pump was protruding through the skin in their left abdomen; it was 3/4 of the way out of their skin. The patient had an infection. There reporter was unaware of any issue with the pump or catheter, only that the pump was protruding from the pump pocket site. On (B)(6) 2016, the catheter connector and pump segment were removed; the catheter spinal segment was tied off in their right abdomen (with no sign of infection there) and remained implanted. The infection was treated during surgery and the patient was admitted overnight for observation. The explanted catheter segment and pump were discarded by the customer and not replaced. The infection site was the left abdomen. The physician stated that the event occurred because the patient was not compliant with requests to take care of the incision. The patient was advised not to go into a pool or jacuzzi, but they did so anyway for a few days in a row and for many hours, which was possibly the cause of the infection and that occurring. Since this was the patient's second infection, the physician decided not to replace the pump and treated the patient with oral medications. The company representative was unaware of any diagnostic testing or troubleshooting. The pump needed to be removed to resolve the infection issue. As of (B)(6) 2016, the issue was reportedly resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.